Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger. Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger telemetry module (rtm) failure, the poor recharge quality message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was since date of implant sometimes when the patient attempted to charge their implantable neurostimulator (ins) at excellent for an hour or longer and the ins charge didn't increment. The patient left the equipment alone and then tried again later and they were able to charge their ins. The patient noticed that where the cord entered the coil on their recharger telemetry module (rtm) was very hot and the patient was unable to charge their ins. The patient's controller doesn't respond to the patient trying to use the controller. Patient had to reset the controller in order for the controller to respond. Throughout the past year the patient dropped their controller several times (due to strokes which are unrelated to the manufacturer device) and since they dropped their controller they had rattling inside the controller.